Event description:
It was reported that during office interrogation of device, the health professional was unable to demonstrate capture on the left ventricular (lv) lead. It was noted there was high threshold on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 5071-53 implantable pacing lead implanted: (B)(6) 2012. (B)(4).